Event description:
It was reported that the patient was left with a residual vision of +1.00 and expressed concerns about the pre and post-operative biometrics, particularly due to the patient's enlarged anterior chamber. Through follow-up we learned that explant was done on 10th december. Before the explant the patient was calm, carrying out all his activities normally, he was just upset with the residual degree. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3 -the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.